Manufacturer narrative:
The fsr replaced the red level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the red level sensor to a lab use only (luo) test fixture. While attached to the thin wall side of the test fixture with water in front of the alert sensor and without tipping the test fixture, an audible alert sounded and an alert air message displayed on the central control monitor (ccm). It was determined that the red level sensor was defective.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red alarm level sensor failed to detect fluid through the thin walled side of test fixture. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.